Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The hub flaps appeared normal and a good click sound was heard during insertion into the mdu system. The telescope assembly was able to properly pull back, advance, and retract. By using a test pullback sled assembly, the catheter was able to properly pull back manually and automatically. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
Same case as MDR ID#:2134265-2013-03916;2134265-2013-03917. The 99% stenosed target lesion was located in the moderately tortuous and non-calcified mid left anterior descending artery. An atlantis sr pro2 catheter was selected and advanced to the target lesion however, after connecting the sled to the mdu; they pushed the auto pullback button but it didn¿t work. They reconnected the sled to the mdu for the second time and also they reconnected the catheter to the mdu. However the issue was not resolved. The physician did not attempt to performed manual pullback. The procedure was completed with another with same device. No patient complication was reported and patient¿s condition is good.

Event description:
Same case as MDR ID#:2134265-2013-03916;2134265-2013-03917. The 99% stenosed target lesion was located in the moderately tortuous and non-calcified mid left anterior descending artery. An atlantis sr pro2 catheter was selected and advanced to the target lesion however, after connecting the sled to the mdu; they pushed the auto pullback button but it didn¿t work. They reconnected the sled to the mdu for the second time and also they reconnected the catheter to the mdu. However the issue was not resolved. The physician did not attempt to performed manual pullback. The procedure was completed with another with same device. No patient complication was reported and patient¿s condition is good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).